Event description:
A user facility¿s clinical manager reported that an internal dialyzer blood leak occurred two hours and forty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. It is unknown if the leak was visually observed. The machine, a fresenius 2008t machine alarmed appropriately with a blood leak alarm. A fresenius bloodline was also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. The patient did not restart treatment and ended one hour and five minutes early. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Three photos have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.